Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation. The patient is further alleging back pain/problems, limitations on walking (leg pain and cramping). The patient reportedly underwent a percutaneous retrieval of the filter approximately 6 years and 4 months after implantation due to no longer needing the filter. Per a report from CT (computed tomography): "ivc filter is noted in the infrarenal ivc with extension of the ivc filter beyond the lumen of the ivc. The medial leg of the ivc filter abutting the right lateral wall of the infrarenal aorta. "Intact ivc filter within the infrarenal portion of the ivc. No evidence of extravasation, hematoma or proximal thrombosis. Bilateral iliac veins are patent without evidence of thrombosis." Per a successful retrieval report, "ivc gram demonstrates no thrombus on the ivc filter. The ivc filter was subsequently removed."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01069.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.